Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A review of the manufacturing process for was conducted by quality engineer in order to verify that there are no situations or practices that could create the event. No discrepancies were found. A product sample was received for evaluation. Visual and functional testing were performed. The returned device was visually inspected and no discrepancies were noted. The cuff of the returned sample was inflated using a syringe and the product was submerged under water in order to detect any leakage and a leak was detected. The most probable root causes are solvent missing between pilot balloon and valve and a lack of detection of this by the production personnel but this could not be definitively confirmed. Training to production personnel was conducted by a quality engineer in order to reinforce the correct placement of solvent in the pilot balloon and the assembly of the pilot balloon to the valve. (B)(4).

Event description:
It was reported that immediately after starting to use the product, the customer noticed air was leaking from the cuff. No patient injury was reported.